Event description:
The facility reported an infusion pump with a failure code 812:02. The biomed of the reporting facility had stated this pump was not involved in a pt incident this time or since last serviced by baxter. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.